Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be peeling off, extending from the bottom, up to the ok keypad button. The keypad was torn and damaged around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All of the keypad buttons respond when pressed. They keypad cover was removed for investigation and revealed contamination under the contrast and up arrow button contacts. The pump was opened for investigation and revealed evidence of moisture and corrosion damage inside the pump on the display screen and on the keypad flex connector.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.